Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a safety insulin syringe. The customer stated the safety mechanism on the needle is sticking ... It is hard to pull back and the result was two nurses were stuck.